Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, the operator could not find the ideal point to implant the lead. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.